Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the second inflation at 22 atmospheres, the balloon ruptured. Angiographic checking confirmed there was no complication, but since lesion area was not completely dilated. Subsequently, another of the same device was used and the procedure was completed. No patient complications were reported and the patient's status was stable.